Event description:
It was reported an elective replacement indicator (eri ) message. Battery was depleted and patient could not recharge. In addition, patient had known dislodgment of paddle lead. Replacement was planned, but postponed due to renal insufficiency.

Manufacturer narrative:
Product ID; 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).